Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The cause was unknown. Reportedly, a correction bolus was delivered to address bg. A system check was performed, and it was found that the customer¿s cartridge was used beyond labeling. Tandem technical support provided education with the labelling timelines. Recommendation was made to call back if they need further assistance. No additional patient or event information was available.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.